Event description:
Philips received a complaint from a customer regarding a philips v60 ventilator indicating that after completing a software update the device was not working and the screen appeared black. It was reported that no patient was involved at the time the issue was discovered. A biomedical technician reported that the device was not functioning following a software upgrade attempt from version 2.00 to version 2.30. According to the customer, after the update process indicated completion and the device was restarted, the ventilator displayed a red screen with a ¿vent inop¿ message, and the system would not operate as expected. The customer attempted to reload the software; however, the update remained at 0% for more than 10 minutes. Remote troubleshooting was conducted with the customer, but the event log could not be accessed because the customer did not allow retrieval. The customer was advised that if the issue persisted, the cpu board should be replaced, and the part number and pricing for the replacement cpu assembly were provided. Subsequently, the customer replaced the cpu pcba (software version 2.30) and contacted philips for additional assistance. Remote service personnel supported the customer with reprogramming the device serial number and operating hours and successfully enabled the cflex, ramp, and avaps options. Following the cpu replacement and configuration, the ventilator was confirmed to be operating as expected. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened for further evaluation. Based on the information provided and the service performed, it was confirmed that the unit did not meet product specifications at the time of the reported event. It was determined that the cpu board malfunction following the software update was the cause of the reported issue. Root cause: cpu board malfunction associated with or following the attempted software update from version 2.00 to 2.30, resulting in device inoperability.